Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the clinic on (B)(6) 2025 with a positive bacterial driveline infection due to staphylococcus aureus and corynebacterium. The patient was started on doxycycline and keflex for 14 days. On (B)(6) 2025, the patient was re-cultured and continued to be positive, and continued antibiotics for another week (keflex four times a day). On (B)(6) 2025, keflex was extended for another two weeks. No cultures were taken but the infection site was more tender. On (B)(6) 2025, the computed tomography scan was negative for any wash out concerns. The patient was taking keflex three times a day and continued antibiotic use. On (B)(6) 2026, the site was still not clear. Keflex was decreased but doxycycline was kept on board. On (B)(6) 2026, the patient continued to have drainage. They continued taking doxycycline until (B)(6).